Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the device and was able to verify the reported issue. Damage was observed on the external device and severe component damage was observed internally. This would indicate the device had sustained an impact. Due to the permanent damage to critical circuitries no further investigation could be carried out. Cause was traced to the user related to impact damage. The device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.